Event description:
It was reported that the user experienced intermittent site adhesion issues with contact detach lot 6011330 and episodes of both hyperglycemia and hypoglycemia while using the ilet system, with highs up to the 300s and a low of 51 mg/dl; the user attributed fluctuations to stress and irregular eating during physically demanding work, and highs were corrected by allowing the pump to deliver insulin while lows were treated with glucose tablets and juice. Symptoms included weakness, tiredness, and sweating during both high and low glucose events. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education regarding site adhesion support and guidance to consult a healthcare professional for adjunctive adhesive solutions, as well as reinforcement to contact support for significant highs or lows. Investigation of this case revealed that the device alerted appropriately and functioned as designed, with the cause of hyperglycemia and hypoglycemia unclear and potentially influenced by user factors such as stress, missed meals, and variable activity; only 1¿2 infusion sites were reported as not adhering, and the remainder functioned. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.